Manufacturer narrative:
The device was not returned for analysis as it was implanted in the patient. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. Thrombus/ occlusions are known inherent risks of the endovascular procedures and are documented in the flow diverters instructions for use (IFU). Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the ped flex device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during a flow diverter procedure, there was a slowdown of the flux in the posterior communicating (pcom) artery, which completely resolved with 10mg of abciximab on the final control angiogram. This event was reported by the site to be probably related to study device and causal relationship to procedure. The treated saccular aneurysm was in the left internal carotid artery (ica) terminus (no a1 segment). With the following dimensions: max diameter: 2.6 mm dome height: 1.2 mm dome width: 1.8 mm neck size: 2.1 mm parent artery diameter distal to aneurysm: 2.5 mm parent artery diameter proximal to aneurysm: 2.7 mm